Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient, the device fell off a bench in the back of an ambulance. The device's display was damaged and part of the ECG was not visible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.